Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that late in a routine hemodialysis treatment a venous air alarm occurred that could not be resolved. Treatment was discontinued and rinseback not performed due to the amount of time troubleshooting the alarm, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to user error as the operator did not follow rinseback procedure correctly. Review of the log files indicate that the cause of the air alarm was most likely due to a line being left clamped when entering rinseback mode. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding entering rinseback procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.